Event description:
It was reported that, dr. (B)(6) stated the patient sustained a periprosthetic fx. He removed the stem liner and replaced with a cone conical and a mdm liner.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.